Event description:
A customer contacted beckman coulter inc. (Bec) stating that approximately 1 cup of clear/pink fluid leaked from the right side of their coulter lh 750 hematology analyzer onto the counter. The lab's exposure control/risk management plans are in place. The operator was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the incident. No injury or exposure was reported and no patient samples were affected by the leak.

Manufacturer narrative:
A field service engineer (fse) went on-site the day of the event and found holes worn in the tubing at pinch valve vl53b (vacuum to vc13 (differential waste chamber)) and replaced the tubing. Repair was verified per established procedures and results meet published performance specifications. The source of the leak was split pinch tubing at vl53b. (B)(4).